Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # t5d28g. The following information was requested, but unavailable: can you please clarify how the device "fell apart"? Did the firing knob fall off of the device? If yes, did it fall into the patient? If yes, was it removed? Will it be returned with the device for analysis? Or did the device handles (anvil and cartridge side) fall apart? Response: no further additional information available device evaluation summary: the analysis found that one ntlc75 device was returned with staple anvil tip and staple anvil detached of device. The cartridge was not received. Due to the condition of the device, no functional test could be performed. Although no conclusion could be reach on what caused the condition of detached parts of device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, after the second reload, the instrument has fallen apart. No harm to the patient is reported.